Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse removed the cuvette wash manifold and found dried wash buffer on the valve (v3) obstructing flow. The fse replaced pn 758493, wash/vacuum probe assembly and pn a20501, level sense assembly which resolved the issue. (B)(4).

Event description:
A customer reported obtaining low blood urea nitrogen (bun) results on one patient sample. The customer also received an instrument error message that stated "cc cuvette not dry before first reagent dispense". The customer became aware of the erroneous result because of a " delta check" alert. The sample was re-run on another dxc instrument. The erroneous result was not reported out of the lab; therefore, there was no impact to patient treatment.